Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the usb port was "slightly bent" and intermittently the pump could not be charged properly. The issue persisted across multiple usb cables. There was no impact to the customer's blood glucose level. Customer continued to use the pump for insulin therapy.